Event description:
County of complaint: (B)(6). Several inflammatory reactions by female cats after ovariectomy. Informed of complaint on (B)(6) 2015, however, incomplete information was received. Case was created without reference, information was not received until (B)(6) 2015.

Manufacturer narrative:
U.s. Reporting agent notified on 03/16/2015. MFR. Site evaluation: samples received: no samples available, no units in stock. There are no previous complaints of this code batch. Without any closed and/or defective samples a complete investigation is not possible. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements.